Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This was a gradual increase. Boston scientific technical services (ts) was consulted and reprogramming options and further testing were discussed. The health care professional (hcp) stated the device has reached the elective replacement indicator (eri) and the physician is deciding options to perform at the changeout procedure. No adverse patient effects were reported. At this time, this lead remains in service.